Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for less than 12 hours their blood glucose level had rose to 600 mg/dl. The patient had awoke and felt pain as well as the infusion site (abdomen) was bruised. It was discovered that the pod needle had not retracted upon initial deployment. In addition when the patient removed the pod from the infusion site the cannula was found to be bent.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed, the needle completely retracted, and the pink slide insert was visible in the viewing window. The downloaded data indicates that the pod completed both its first and second priming sequences and ran for 766 pulses. No damages or defects were found with the needle mechanism. The needle mechanism was reset and was re-deployed. All needle mechanism components appeared normal both before and after reset and re-deployment, and the needle was able to re-deploy as intended. There were no problems found that would cause the reported event. No bends or kinks were observed on the soft cannula. Fluid was seen exiting the distal tip of the soft cannula. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to delver insulin. No blood was observed on the adhesive pad. No damages or defects were found on the formed needle that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined.